Event description:
Health professional reports results higher than reference with hemochron elite microcoagulation system while running citrated aptt cuvettes over the past several months. Customer reported examples of the observed discrepancy. Example 2 of 2: citrated aptt test generated result of 46 plasma equivalent seconds (pes) and lab result generated lab result of 29 pes. Example 1 of 2 filed on MFR report# 2248721-2012-00015. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer provided cuvette lot# h1jcc015. Method: actual device not evaluated. Process eval performed. Cuvette device history records reviewed and found to meet specifications. No related ncmrs, complaint trends, or CAPA identified. Result: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.